Event description:
On (B)(6) 2013, integra received a report about a crw-precise where the lateral arc slide thumbscrew would not tighten. On (B)(6) 2013, additional information provided changed this complaint to a medical device report (MDR). During stereotaxic brain tumor biopsy, the lateral slide screw would not tighten. The surgery was delayed for 15 minutes. The surgeon completed the procedure by taking the black screw pedestal out and then tied the silver screw up on the frame. Although the unit was in contact with the patient, an injury did not occur.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been based upon the reported information.